Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer mentioned that they won't be returning the defective main printed circuit board and turbine assembly for evaluation. Therefore, root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported transducer fault and turbine assembly giving humming sound on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.